Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 08/25/2016. The strip lot #d6160617-1 was manufactured on 06/17/2016 and expired in 06/2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the sme batch of retain strips in our office. The control solution tests for level low were 63/65 mg/dl; for level high were 258/260 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 3:12am after receiving inconsistent high readings from the prodigy diabetes glucose meter. The end user was sweating, shaking and not feeling well. His blood glucose reading at the time of the medical event was 465 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 73 mg/dl. Intravenous fluids were administered by the paramedics to assist with stabilizing the end user's blood glucose levels without transporting the end user to the ER. No other details were provided in regards to the paramedics and any additional treatment. Around 9:00 am on (B)(6) 2017 the end user was taken to the (B)(6) hospital and upon arrival his blood glucose was 126 mg/dl. No additional treatments were given in regards to assisting with regulating his blood glucose. After 4 hours at the ER the end user was discharged. No further details were provided in relations to this medical event.